Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported sleeve steering issue appears to be a result of challenging patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (60126u105) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during use of the clip delivery system (cds 60126u107), the device was moving in an unintended direction, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The heart angle was distorted, and located horizontally in the thoracic cavity, not vertically. The first clip delivery system (cds 60126u105) was advanced to the left atrium (la); however, during use with the m-knob, the device was steering towards the roof of the la instead of to the valve. The cds was retracted to check the alignment markers, and they were confirmed to be aligned. A new cds (60126u107) was advanced to the la; however, the cds again moved in the opposite direction with m-knob. It was noted that this was due to the location and angle of the heart, as it was hardly dilated and distorted to the anterior. This resulted in the steerable guiding catheter (sgc) being located farther posterior, pointing the guide tip to the la roof. After noticing that the sgc was located posterior, the guide was turned anterior to align with the trajectory of the new cds. The cds then steered toward the valve, as intended. The clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.